Event description:
The technician was moving the overhead tube suspension longitudinally with her arms fully extended. It was reported that the system brakes unexpectedly engaged. As the operator was still attempting to move the tube when the stop occurred, she allegedly strained her shoulder as a result. It was reported that the technician sought treatment from her personal physician for a rotator cuff injury. Following the event, the site's in-house service personnel checked the unit, but was unable to reproduce the issue. Siemens service was also called to check the unit, but was unable to repeat a malfunction.